Event description:
It was reported that the wrong product was found in packaging, with 1 l breathing bags labeled as 0.5 l. The facility had ordered 0.5m l breathing bags (item # 670012) but received 2 boxes (25 per case) of 1 l breathing bags (item # 670001) labeled as 0.5 l. Only 5 boxes of this item were sold by (B)(6), all to this hospital. The issue was contained to this site. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.